Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during the procedures, while using the device, the staple line would not completely form on the initial firing. This would only occur with the original cartridge in the device. The device would be reloaded and subsequent firings were fine. No patient consequences were reported.